Manufacturer narrative:
The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that an incised anterior capsule was fissured during a laser assisted cataract procedure after laser emitted. No problems during laser portion of the procedure. The surgery was completed. Doctor notes that laser assisted cataract procedures cause brittleness to the anterior capsule. Upon follow up, an anterior capsule tear occurred but no treatment was needed. Procedure was completed manually. This is one of two reports being submitted for this same facility. Another manufacturing report will be submitted for the other file.